Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 2 drawer 2 experienced repeated hardware failures, failed approximately 15 times over two days. A nurse documented the failure hardware door failure for this tower drawer error, and another nurse noted a clicking sound when the door was closed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6).was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6).was performed from the date of manufacture, 13-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 2 was failing when accessed a field service engineer (fse) shut down the station, removed the latch column, and replaced the micro switches in all four latches. The latch column was reinstalled, and the station was booted into the application. The customer logged in and successfully recovered the doors. The system functioned as intended after the field service engineer repaired the device.